Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the forceps, holding, for cerclage wire, 17cm lg were found broken after surgery. These forceps were new and were not used in the surgery. This report is for one (1) hold-forceps f/cerclwires l170. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the inspection has shown that a piece of about 3mm length is broken off from the hardened holding surface of the received pliers. The fragment was not returned for evaluation. Otherwise is the device in a good condition with no visible damages. The complaint is rated as confirmed as at the forefront a piece of the hardened surface is broken off, this is also visible on the received picture. Based on the provided information it is not possible to determine the exact cause of this occurrence. It can only be assumed that a mechanical overload, for example by a drop to the ground, caused the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 391.800, lot number: t181070, manufacturing site: tuttlingen, release to warehouse date: 14-aug-2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.